Event description:
Prevention of cardiac adhesions in pediatric cardiac surgery. Description: 2006: widening bandage - action taken: medication. Outcome: resolved with sequelae.

Manufacturer narrative:
Terminology is unclear: it cannot be concluded if the widening was the treatment of a too tight banding or vice versa. Theoretically, due to its swelling properties. Coseal (4 times its volume in the first 24 hours) may contribute or cause compression. This is a case reported to baxter by the responsible cro of an investigator driven coseal trial: a multicenter prospective, open, observational study to assess the performance of coseal as a barrier for adhesion prevention in pediatric cardiac surgery. Data required for further investigation and assessment: or report first surgery. Coseal: volume applied, application method (spray or standard applicator). Latency (temporal relationship) of event related to surgery (hour, days). Therapeutic measures to address the reported complication. Or report and findings at redo surgery (if performed). Rationale for the causality assessment of the investigator. Relevant laboratory, imaging, and eventual autopsy findings. Specifically in this case it needs to be clarified if widdening of the pulmonary artery banding was the complication or the surgical procedure.